Manufacturer narrative:
The customer complaint was investigated and investigation found that customer was likely not calibrating the system correctly. This is not the intended use of the device. H6: investigation findings updated to 213. H6: investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 10th 2020, senseonics was made aware of an adverse event where user experienced hyperglycemia due to inaccuracies in sensor readings.